Event description:
It was reported that the article ¿Outcome of ventricular assist devices in adults with congenital heart disease ¿ A single center case series¿ was a single-center retrospective cohort study of patients who underwent ventricular assist device (VAD) implantation at the Mayo Clinic between 2003 and 2023. The study described the clinical characteristics and post-operative outcomes of the cohort, while assessing post-operative temporal changes in end-organ biomarkers and hemodynamic indices. Given the high mortality rate of advanced heart failure in adults with congenital heart disease (CHD), the investigation aimed to evaluate if VAD therapy provides an acceptable palliation or bridge to transplantation despite potential long-term survival limitations. Data on specific indices, including N-terminal pro-hormone brain natriuretic peptide (NT-proBNP), the model for end-stage liver disease excluding international normalized ratio (MELD-XI), right atrial pressure, and non-systemic ventricular systolic pressure, were tracked pre-implantation and 30 days post-implantation.Of the 11 patients who met the criteria for VAD implantation between January 2009 and December 2022 (median age 42 years, 73% males), underlying congenital heart disease (CHD) diagnoses included congenitally corrected transposition of great arteries (N=4), transposition of great arteries post atrial switch operation (N=2), Fontan palliation (N=2), aortic stenosis (N=2), and coarctation of aorta (N=3). Implanted devices consisted of HeartMate-III (N=6), HeartWare (N=4), and HeartMate-II (N=1), acting as destination therapy for 7 patients and a bridge to transplant for 4 patients. Following a median cardiopulmonary bypass time of 136 minutes, post-operative assessments revealed no statistically significant changes in biomarkers (¿ NT-proBNP -907 "[ -2384; 6706]" pg/ml and ¿ MELD-XI -1.30 "[ -3.23; 4.17]") or echocardiographic indices (¿ right atrial pressure -2 "[ -5; 1]") and ¿ nonsystemic ventricular pressure -8 "[-18; 3]" mmHg). Two Fontan patients (18%) who required concomitant extracorporeal membrane oxygenation (ECMO) support died of multi-system organ failure prior to hospital discharge. The remaining 9 patients were discharged after a median hospital stay of 39 days, yielding a median VAD support duration of 96 weeks. Post-operative complications across the total cohort included sepsis (27%), bleeding (18%), and device thrombosis (9%), with 1 patient requiring a pump exchange at 73 weeks. Additionally, 6 of the surviving patients required at least 1 hospitalization within 90 days due to bleeding, infection, volume overload, or suspected pump dysfunction. Throughout the extended follow-up, 8 of the 9 discharged patients eventually died, primarily from multi-system organ failure (N=7) and hemorrhagic stroke (N=1). The overall survival rates were 91% at 30 days, 64% at 1 year, and 36% at 3 years; when excluding the Fontan-ECMO patients, survival rates increased to 100%, 78%, and 44%, respectively. The study presented the largest single center case series of outcomes after VAD implantation in adults with CHD. The operative mortality was low in patients with biventricular physiology, and 1-year survival was modest, albeit a lower survival compared to heart transplant. There was no significant improvement in biomarkers of end-organ function and hemodynamic indices. VADs are frequently implanted in late terminal stages where end-organ damage is irreversible, emphasizing that earlier intervention and data from a multicenter registry are necessary to refine patient selection strategies.

Manufacturer narrative:
Section A, D: Specific patient information and device serial number are documented as Unknown.Younis, A., Kholeif, Z. M., Miranda, W. R., Connolly, H. M., Villavicencio, M. T., Dearani, J. A., & Egbe, A. C. (2026).100648. https://doi.org/10.1016/j.ijcchd.2025.100648. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.